Event description:
Add'l info was noted via a literature review, which was confirmed to be a technical case report of the same event. It was also noted that during the staged coil embolization after placement of orbit coils coil loops approached the left and right pca origins, there remained excellent flow to these vessels. However with delayed angiography, a small degree of thrombus was noted forming at the neck region of the aneurysm. There was near complete resolution with administration of reopro. With follow-up investigation attempts, no further info regarding the thrombus formation or coils has been obtained.

Manufacturer narrative:
Further info including the catalog number and lot number and the orbit coils used in this procedure are not known; therefore, a device history record review cannot be completed. It was reported that prior to the staged coiling, the pt continued on 81 mg of aspirin daily and the clopidogrel had been discontinued, this may have contributed to the reported thrombus formation. Pt, pharmacological and procedural factors may have contributed to the intra-procedural thrombus formation which was effectively treated with administration of reopro. However, based on the available info no conclusion can be made regarding this event. This is one of four other products involved with this pt, which is associated with mfg report# 1058196-2008-00194, 9616099-2009-01396, 9616099-2009-01397, and 1058196-2009-00173.